Event description:
Opened zero gravity drape (item 191729) and found spliced plastic and missing velcro. Unable to use as cover for zero gravity. Saved item and package, marked as defective for charging. Lot 72654927, ref zgd20wa-loop. Have used others from this lot without issue, many others of this lot remain on the shelf.